Event description:
It was reported that the patient experienced a cerebral vascular accident. Prior to the procedure, aspirin and rivaroxaban was administered. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 20.9 mm. The patient was discharged on aspirin (81mg/day), rivaroxaban (15 mg/day) and clopidogrel (75 mg/day). 245 days post procedure the patient experienced a cerebral vascular accident. At the time of event, the patient was on aspirin (81 mg/day) and clopidogrel (75 mg /day). The patient was hospitalized, and was treated medically in response to the event. Three (3) days later the event was considered to be resolved with sequelae.